Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the bottom teeth are still crooked compared to the treatment plan. The dentist recommended to discontinue byte due to severe pre and post treatment recession.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.